Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Force sensor bridge test was found upon review of the event history log. Power up and force sensor tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective main printed circuit board (pcb). The main pcb was replaced to fix the issue.

Event description:
It was reported that a main board was bad, and sensor was not reading even after changes. The nurse was trying to use it but kept getting an error message. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.